Event description:
On (B)(6) 2025, implantation of a new pacing system was performed. After determining the placement position of the vega r52 (s/n: (B)(6)), the lead fell out. In an attempt to change the placement position and reposition it, the butterfly wrench was turned counterclockwise more than 10 times, but the screw did not retract. When the vega r52 was removed from the body and the screw was retracted, it retracted forcefully. Extension also occurred forcefully, but the screw only extended by about half. For safety reasons, a new lead was used.

Manufacturer narrative:
Analysis synthesis: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received, the screw was extended and could not be retracted, despite thorough cleaning of the screw housing. X rays of the distal section of the lead were performed to inspect the internal components. The image showed that the portion located outside the screw housing was bent. The observed deformation is therefore most likely the result of handling or manipulation during the implantation procedure. This case is retained for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, implantation of a new pacing system was performed. After determining the placement position of the vega r52 (s/n: (B)(6)), the lead fell out. In an attempt to change the placement position and reposition it, the butterfly wrench was turned counterclockwise more than 10 times, but the screw did not retract. When the vega r52 was removed from the body and the screw was retracted, it retracted forcefully. Extension also occurred forcefully, but the screw only extended by about half. For safety reasons, a new lead was used.